Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer biomedical engineer (biomed). The biomed stated that the nicu was moved from one location to another. The rce remotely accessed the customers system and found that not all configurations were set on the piic ix device from the move to the new area. The rce configured the alarm notification of bedside overview settings to status bar by unit and pop-ups by unit. Alarm filters were already set up for red alarms only. The rce saved the configuration, and tested red alarms with the customer, and the and pop-ups working. There was no malfunction of the device, this was a configuration issue. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Event description:
The customer reported an alarm did not trigger on a patient with bradycardia, as the chicklets (pop-ups) were not added on top of monitor screen.